Manufacturer narrative:
No button error alarm. Intermittent button response due to moisture damage keypad trace. Minor scratched lcd window, cracked display window corners, battery tube threads cracked, cracked reservoir tube lip. (B)(6).

Event description:
It was reported that the customer's insulin pump alarmed button error. Customer blood glucose level was 174 mg/dl at time of reporting. Nothing further reported.